Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets, and commissures 1 and 3 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm near commissure 1 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Hematomas were observed on leaflets 1 and 2. The sewing ring had cuts around the valve circumference. Additional manufacturer narrative: customer report of calcification and stenosis was confirmed; however, customer report of regurgitation could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Device evaluation also found presence of moderate host tissue overgrowth encroached onto the tissue of the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider, edwards learned that the patient expired two (2) weeks post operatively in the intensive care unit (ICU).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm mitral bioprosthetic valve was explanted after an implant duration of seven (7) years, eight (8) months due to leaflet calcification leading to moderate regurgitation and stenosis. It was reported that the patient was suffering congestive cardiac decompensation. Echo revealed transvalvular gradients 22/42 mmhg, a mitral functional area reduced by 1 cm2 (1.5 cm2). The patient is noted as being currently hospitalized in critical condition. The explanted valve was replaced with a competitor's mechanical valve.